Manufacturer narrative:
The returned device was evaluated. The retractor blade was cracked down the center channel at the distal tip, resulting in the shim being detached. The complaint is confirmed. This event may be attributed to a large force being used while advancing the shim during the procedure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a shim disassembled from the blade assembly within the disc space during surgery. The shim and blade were removed from the patient. There was no patient injury or delay associated with this event.